Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿not feeling well¿ and stomach pain "in the base of the stomach". The cause of the peritonitis was not reported. The patient was hospitalized for the manifestations and during hospitalization the patient was diagnosed with peritonitis. The patient was treated with unspecified intravenous antibiotics for the event. The caregiver reported five days after hospital admission the patient¿s ¿heart just stopped, had heart failure and the patient passed away at the hospital¿. The cause of death was not reported. It was not reported if an autopsy was performed. The caregiver reported the ¿peritonitis was intensified before the patient passed away¿. Pd therapy was ongoing prior to death, however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.